Manufacturer narrative:
The date of the event onset was reported as the second half of 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized the event. The patient was treated with fluconazole (dose, route, frequency, and duration not reported) for peritonitis (also reported as reducing inflammation). On an unreported date, the patient¿s catheter was removed and the current mode of dialysis therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.